Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead insulation damage was suspected but not confirmed. Provocative testing was performed but the noise was not reproduced. No additional intervention has been performed. The patient is stable with no consequences.

Event description:
It was reported that an x-ray was performed but no anomalies were observed.